Event description:
It was reported that the insulin pump alarmed failed battery test and that the customer experienced high blood glucose levels. The blood glucose reading was 515 mg/dl, which the customer treated with a manual injection. Upon troubleshooting, the customer was able to resolve the alarm. Insulin did exit from the tubing during a manual prime and the insulin pump did not alarm no delivery. Advised that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.